Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, we were able to find corrosion on the electrical contacts of the connector, kink on the cable, corrosion on the scope mount, and cracks on the main body. It is likely the reported phenomenon temporarily occurred because of the handling methods or incorrect reprocessing methods (such as the use of autoclave sterilization) causing water to enter the inside of the device, resulting in a communication failure. As to autoclave sterilization, we checked the contents described in the instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. "Chapter 6 compatible reprocessing methods and chemical agents: caution: do not perform autoclave sterilization for otv-s7h-n/1n/1d/d-6m, otv-s7h-1d-f08e/l08e/d-l08e. Doing so may deform and damage parts and make them unusable." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B3 - date of event has been confirmed and provided this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The image issue was confirmed to have taken place during pre-use inspection.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the cable was twisted, corrosion was noted on the connector contact, corrosion was noted on the scope mount, crack was noted on the main body, the main body flooded, and the pixel was noted to be defective. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, the camera head had a poor image quality, and the image was disappearing when the base of the cord was moved. There was no harm or user injury reported due to the event.